Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had a cut at cable. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. However, a definitive root cause could not be established. The subject device will be sent back to olympus for further evaluation and repair. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a cut at cable. There were no reports of patient harm.